Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp w/ 8fr groshong catheter was returned for evaluation. The port body, cath-lock and catheter were received assembled. The distal tip of the catheter possessed the manufactured tungsten plug. No visual anomalies were noted. The sample was patent to infusion and aspiration with no leaks observed. Therefore, the investigation is unconfirmed for the reported catheter leak. Per the preliminary evaluation, aspiration of the device was weak prior to decontamination. Therefore, it's possible that an occlusion contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Other potential contributing factors include over-pressurization and incorrect assembly at the time of use. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately one month post port implantation via internal jugular vein during infusion, the catheter was allegedly damage. It was further reported that the catheter damage was identified under imaging with contrast. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The device has been returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that approximately one month post port implantation via internal jugular vein during infusion, the catheter was allegedly damage. It was further reported that the catheter damage was identified under imaging with contrast. Reportedly, the device was removed and replaced. There was no reported patient injury.